Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a low and high glucose on the insulin pump. The customer's blood glucose level was 42 mg/dl. The customer stated that she take sensor out before bed since got the change sensor message. The customer reported that she change the sensor. The customer was asking to calibrate and the blood glucose is now 420 mg/dl. The troubleshooting was performed. The customer was advised to give time the sensor to stabilized and calibrate. No further information was reported.